Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date many years ago and suture was. The patient experienced a reaction to the suture at that time. The patient was not able to identify which suture was used at that time. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-03431. The same patient is represented in each medwatch.